Event description:
It was reported that right hip revision surgery was performed due to unknown reason.

Event description:
Right hip revision surgery was performed due to suspicion for failure of hip due to aseptic femoral loosening and possible developing metal-induced acute lymphocytic vasculitis.